Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to treat esophageal varices during a ligation procedure on (B)(6) 2011. According to the complainant, during the procedure, the handle was turned to deploy the first band and a click was heard. The handle was then turned again without a varix in situ and it was confirmed by endoscopic vision that the first band was fired. Subsequently, the ligator head was repositioned over the varix, suction was applied and the handle was turned until another click was heard. The second band successfully deployed around the base of the varix. Reportedly, the first band was later found to be half-way down the ligator head. The user reported that instead of deploying the first band, they were taking up slack in the trip wire. The first band eventually fell into the patient and was left to pass naturally via peristalsis. The procedure was successfully completed with this speedband superview super 7 multiple band ligator device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.